Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case inside the carton. Viscoelastic and blood were dried on the lens. The optic was broken (or cut) into three portions. One optic portion was split and cracked from the optic edge toward the optic center. The optic edge has an area that was gouged on the posterior and a edge area that was chipped. The posterior optic surface was also cracked in a linear fashion. There was no scratch or fold lines observed. Product history records were reviewed and documentation indicated the product met release criteria. A non qualified cartridge was used. This lens model is qualified for us in the company cartridges only. A qualified handpiece was indicated. Two viscoelastics were indicated. Only one is qualified for use with the lens when used with a qualified cartridge. It is unknown if the qualified viscoelastic was used. The reported scratch or fold lines were not observed. A line of cracked damage was observed horizontally on the posterior. This damage was most likely interpreted as the reported complaint. The root cause was most likely related to a failure to follow the instructions for use (IFU). A non qualified cartridge was indicated. It is unknown if the qualified viscoelastic component was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information indicated another company model 24.5 diopter lens was used to complete the surgery. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was implanted in the right eye, then the surgeon noticed a scratch under the microscope. The lens was removed during initial procedure and replaced with the same company model same diopter lens. The procedure was completed without incident. Additional information has been received and surgeon stated looked like a scratch later said a fold mark. No patient harm was reported.